Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 305180 batch # 4082873 it was reported by customer that product has excessive residue of glue on the hub verbatim: rcc received a complaint via email. Email(s) attached. Product has excessive residue of glue on the hub rejection# r075024 busse item# 1593a bd item# 305180- 18 gauge x 1.5" blunt needle lot# 4082873 po 90587 qty rejected 13 cases (B)(4) pcs.

Event description:
No additional information received. Material # 305180; batch # 4082873. It was reported by customer that product has excessive residue of glue on the hub. Rcc received a complaint via email. Product has excessive residue of glue on the hub rejection# (B)(4). Busse item# 1593a. Bd item# 305180- 18 gauge x 1.5" blunt needle. Lot# 4082873. Po (B)(4). Qty rejected (B)(4).

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there is excessive residue of glue on the hub. To aid in the investigation, eight samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows the samples received. The epoxy is normal and joins the needle to the needle hub. The epoxy on the needles meets product specifications. A device history record review was completed for provided material number 305180, lot 4082873. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.